Event description:
Procedure type: esophagectomy. According to the reporter: on postoperative day 15 day bile leak was discovered. The patient was returned to the operating room where it was discovered that there was tearing in the pylorus above the eea staple line and on the gastric limb well below the eea anastomosis. The attending physician stated that it was caused from his resident tying the sutures too tight. The torn areas were repaired with suture. It was also stated that it looked very similar to mallory weiss syndrome where there was tearing was on the gastric portion and the esophageal portion but nothing on the staple lines. The patient had been vomiting and was agitated in ICU 24 hours prior to returning to the operating room. It was also stated that it was reported as a stapler failure on a qa report submitted 3 weeks post operatively. No reinforcement material used.

Manufacturer narrative:
(B)(4).